Event description:
It was reported that the patient underwent surgery for treatment of scoliosis. At least 15 months post-op during a follow-up visit, x-rays revealed a broken rod on the left side at the connection to the inline connector. Patient was revised on to replace the rod and added a longer inline connector. It was also reported that the patient was non-compliant in that it had been 9 months since the last return for routine follow-up. It was reported that the explants are not available to return to medtronic.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Post-op x-ray of ap view reveals extended fusion with rod connectors between l3-l4. Pedicle screw construct and area above connector/rod construct has failed at to of connector. Unable to determine cause of the event.